Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the atrial and ventricular channels in recordings transmitted to home monitoring. Lead trends appear stable. Lead to be evaluated in office and remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.